Manufacturer narrative:
It was reported that the switch remained on after release from the "on" position. We were unable to detect any defect in the performance of the unit, and were unable to duplicate the event.

Event description:
It was reported that the switch remained on after release from the "on" position.